Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited varying threshold. The patient came into hospital; however, the threshold issue was not reproducible. The patient was fine.